Manufacturer narrative:
D.10. Concomitant product: cl-944, cl-944 polysorb 0 vio 90cm kv34 x36 (lot # a5f2019y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, while suturing, the thread came loose from the needle. The surgeon tried another suture from the same batch and had the same problem. The needle did not fall from the patient cavity. Additional new sutures from a different batch were used without issue.

Event description:
It was reported that during the procedure, while suturing, the thread came loose from the needle. The surgeon tried another suture from the same batch and had the same problem. The needle did not fall from the patient cavity. Additional new sutures from a different batch were used without issue.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Thirty-three representative samples were returned for analysis were available for evaluation. A tactile and microscopic inspection of the sutures was performed. Varying degrees of discoloration (dark color) and suture stiffness were noted near the needle attachment point of several sutures. Functionally, the instron then pulled the sutures at a rate of 300 mm/min until the needle disengaged from the sutures. The load force at the point of detachment was measured and the results were found to meet ep mean and individual specifications. In addition to testing against ep specifications, the samples were subjected to testing of the needle attachment force at 90° (degrees) of rotation. Results demonstrated lower forces than are typical for 90° attachment forces of this usp size suture. No design specification or regulatory requirements exists for 90° attachment force. It was reported that the thread came loose from the needle. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.